Manufacturer narrative:
Upon evaluation of the device the complaint was confirmed. The unit was visually inspected and pressurized, and a leak was observed at the thermowell. A review of the device history record revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100 percent leak test. The root cause, a leak from the thermowell position resulting from stress was identified to be shipping and handling paired with the coupling of the sensor to the bpm head. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the shunt senor leaked blood. <1cc blood loss. Product was changed out. Surgery was successfully completed.